Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer kept receiving no delivery alarms. Customer' s blood glucose level went up to 500 mg/dl. The customer changed the entire infusion set but continued to receive no delivery alarms. The customer corrected their blood glucose levels with insulin pens. The self-test passed. The issue occurred with different lots and different sites. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.